Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the medium-large clip applier instrument did not close. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle, not during clip loading or prior to clip application. The surgeon experienced unexpected motion of the clip applier while attempting to clip, as well as unsuccessful clip application due to incomplete closure of the clip, but the issue was not related to the jaws remaining static. The correct type and size of clips were used, and the vessel or tissue bundle was not greater than the specified diameter.